Event description:
During an atrial fibrillation ablation procedure using an ep-4 cardiac stimulator, the patient developed phrenic nerve palsy. The procedure was initiated using ensite navx for mapping and the phrenic nerve was reportedly located by pacing on the right side of the heart. The physician then changed to using ensite array for mapping. Radiofrequency ablation was being performed in the right atrium when the patient's diaphragm movement was noted to be decreased. After approximately 20 minutes, the patient appeared to recover and the physician changed back to using ensite navx where capture of cardiac tissue and the phrenic nerve was unsuccessful. It was then noted two pacing channels were selected on the ep-4 cardiac stimulator, instead of one. When one channel was deselected, pacing was then successful. Two days later, the patient complained of difficulty taking a full breath. A CT of the chest revealed the right hemidiaphragm was elevated and not responding smoothly. The patient is currently receiving pulmonary rehabilitation.